Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Event description:
It was reported that approximately 16 days post implant the limb of a bifurcated device occluded. Reportedly, the patient returned to the emergency room complaining of a cold left leg. A computed tomography scan revealed the left limb of the bifurcated device had occluded. Reportedly, the physician performed a thrombectomy to remove the blockage and placed a bare metal stent to ensure vessel patency. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned for evaluation. However, images were reviewed by the manufacturer medical director. Based on the review of the event, information available, manufacturing records, and complaint handling database, there is no evidence that this event is due to a manufacturing issue. Based on the review of images provided the etiology of the iliac occlusion is related to the extensive calcific disease. There is no indication that the device may have caused or contributed to the event. Vessel occlusion is a known risk of the procedure and is identified in the product labeling.